Event description:
It was reported by the customer that when using the bd pyxis¿ es server had network issue. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Correction: section d concomitant med prod data, medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #. Upon investigation of the actual device used in this incident, it was determined that the server had network issue. A technical support specialist reviewed event logs, identified that the network setup service had stopped unexpectedly (event ID 7036), and determined this likely caused the network issue; the tss shared troubleshooting steps to customer for networking problem. The tss then stated that the issue was confirmed to be on the hospitals network side, not bd-related and informed customer. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ es server had network issue. The customer reported that this malfunction occurred during the dispensing of medication, resulting a delay. There were no adverse events or injuries reported based on this event.